Manufacturer narrative:
Investigation summary no samples displaying the condition reported are available for examination, we are unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 1ml s/t w/ndl 26x5/8 rb had foreign matter during use. The following was reported by the initial reporter: "I wanted to send you a photo of another defective syringe that came in my latest shipment of gattex. There is a white chip in the orange plastic part of the needle. I tried to use it but was unable to draw any fluid into the syringe.".

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 1ml s/t w/ndl 26x5/8 rb had foreign matter during use. The following was reported by the initial reporter: "I wanted to send you a photo of another defective syringe that came in my latest shipment of gattex. There is a white chip in the orange plastic part of the needle. I tried to use it but was unable to draw any fluid into the syringe."